Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 498 mg/dl. The customer had treated with bolus. The customer also reported that they had blood glucose reading of 191 mg/dl and 117 mg/dl while having inaccurate readings with the sensor. The insulin pump was not returned for analysis.